Manufacturer narrative:
This event is being reported in a conservative manner based on the sponsors assessment of the event being possibly device or procedure related. Device not explanted.

Event description:
The manufacturer was notified of the following event via the persist patient registry on (B)(6) 2017: on (B)(6) 2017 a perceval size 23 was implanted via full-sternotomy due to calcification of an anterior mitral valve leaflet. Septal hypertrophy was present (12 mm). Two days post-operatively, thrombocytopenia was reported. No treatment was provided, but changes were made to the patient's cardiac medications. A test for heparin-induced thrombocytopenia was not performed. The patient exhibited no blood disorders prior to the event, and his pre-operative platelet count was normal. The outcome of the event was reported to be "recovered/resolved". The cross-clamp time of the implant procedure was 1 hr 10 minutes. The device was not explanted.

Manufacturer narrative:
A complete manufacturing and material records review for the valve and nitinol stent component has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. Since no test for heparin-induced thrombocytopenia (hit) was performed by the site, this has been excluded as a possible root cause of this event. As the device was not explanted, no further investigation can be performed at this time, and the root cause of the event cannot be determined. However, significant thrombocytopenia is known to occur more commonly after open heart surgery, and is thought to be a multi-factorial process related to cardiopulmonary bypass (cpb), the use of intra-aortic balloon counterpulsation, sepsis, and post-transfusion purpura. Although the significance of thrombocytopenia remains controversial, even severe thrombocytopenia after surgical aortic valve replacement is thought, in most cases, to be associated with no adverse sequelae [1]. Thrombocytopenia is therefore a known complication of open heart surgery. Furthermore, because the event was "resolved", it is unlikely to have been device-related. [1] jilaihawi, hasan, et al. "Major thrombocytopenia after balloon-expandable transcatheter aortic valve replacement: prognostic implications and comparison to surgical aortic valve replacement. "Catheterization and cardiovascular interventions 85.1 (2015): 130-137.